Manufacturer narrative:
(B)(4). Insulin pump received with no button response at act keypad due to moisture damage noted. Stripped battery cap coin slot noted.

Event description:
Information received by medtronic indicated that the battery on insulin pump was died and went to take out the cap off and cannot get it off. Customer stated that they were unable to remove the battery cap on their insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.